Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log files captured events from 17dec2025 through 24dec2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU lists potential adverse events, including arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. The IFU also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived in the morning to the emergency department (ed) with persistent dizziness for 4 days. The patient's international normalized ratio (inr) was 2.94 but they had a supratherapeutic inr of 5.5 on (B)(6) 2025. The patients inr goal range was 2.5-3.5. A computed tomography (CT) scan was performed and showed a possible renal infarct. Log files were sent for review. The event log files contained clusters of pulsatility index (pi) events and routine power source changes. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Based on the log files, the mechanical circulatory system (mcs) was operating as intended electronically and mechanically.